Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04391-1 / 2016-00578).

Manufacturer narrative:
This follow-up report is being filed to correct information. Examination of returned device found no evidence of product non-conformance. During the evaluation, the suture anchor showed evidence of fracture. A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Notches or scratches put in the implant during the course of surgery may contribute to breakage. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04391 / 1825034-2016-00578).

Event description:
It was reported that patient underwent a tenography procedure on (B)(6) 2015. During the procedure, two suture anchors fractured when they were twisted. The procedure was completed utilizing another anchor. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that patient underwent a tenography procedure on (B)(6) 2015. During the procedure, two surgical needles fractured when they were twisted. The procedure was completed utilizing another needle. No further information has been provided.